Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) delivered non-sustained right ventricular oversensing (nsrvo) alerts for crosstalk. Programming changes were recommended; no changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
The reported event of crosstalk could not be confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
New information noted the implantable cardioverter defibrillator (ICD) was explanted and replaced. There were no patient consequences.